Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed inflammation with bleeding at the implant site. Subsequently, the patient was treated with a topical antibiotic (date not reported).